Event description:
The customer returned the gastrointestinal videoscope which is an olympus asset with no reported complaint. During the evaluation of device, noisy image was found. The repair center accessed the condition and determined that the cause was traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reportable malfunction was cause traced to component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.